Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out-of-range shock lead impedance measurement which was detected via patient remote monitoring system. Additional information indicated that a device check was done and the lead looked fine as stated by the field representative. However, the cause of the observation was not conclusively identified. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received additional information that this right ventricular (rv) lead delivered 6 inappropriate shocks and a code 1005, indicative of an open circuit, was recorded. At this time, no intervention has taken place. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that defibrillation threshold (dft) testing was performed. The patient was induced and successfully converted at 26 joules with an impedance measurement of 92 ohms. At this time, no further intervention is planned. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
Additional information was received stating the shock impedance measurements were still out of range after the device had been replaced and an open circuit fault had been identified. The patient had been shocked for supraventricular tachycardia (svt). A boston scientific technical services consultant documented and discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was shocked for sinus tachycardia and therapy exhaustion occurred. A review of the device data identified a code 1005 during this episode. Shock impedance measurements were elevated and were greater than 145 ohms in reverse polarity. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further troubleshooting. The physician programmed the ventricular tachycardia (vt) zone to monitor only (mo). No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillation (crtd) exhibited a high out of range shock lead impedance measurement which was detected via patient remote monitoring system. Additional information indicated that a device check was done and the lead looked fine as stated by the field representative. However, the cause of the observation was not conclusively identified. The system remains in service. No adverse patient effects were reported. Boston scientific received additional information that this right ventricular (rv) lead delivered 6 inappropriate shocks and a code 1005, indicative of an open circuit, was recorded. At this time, no intervention has taken place. No adverse patient effects were reported. Additional information was received indicating that defibrillation threshold (dft) testing was performed. The patient was induced and successfully converted at 26 joules with an impedance measurement of 92 ohms. At this time, no further intervention is planned. No adverse patient effects were reported. The system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information was received stating the shock impedance measurements were still out of range after the device had been replaced and an open circuit fault had been identified. The patient had been shocked for supraventricular tachycardia (svt). A boston scientific technical services consultant documented and discussed the clinical observations with the caller. As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.